Event description:
A customer contacted stryker to report that their device would not power on during inspection. In this state, the defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on during inspection. In this state, the defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Upon receipt of the device, it failed to power on upon pressing the on/off button. The fault was attributed to corrosion on the on/off button and its contact pads on the membrane pcb. This had resulted in the on/off button dome failing to make contact with its contact pads on the membrane panel; therefore, the device was unable to be powered on. The corrosion on the usb contact collars, the membrane tail, inside the j11 connector, and the on/off button would indicate that the device was stored outside of the indicated conditions. The device will be scrapped and the customer will be provided with a replacement device.